Event description:
Pt complained of blurred vision, can't see at night cloudy vision, sees liners in the left eye, sees flickers when lights are bright. Will have eye surgery on (B)(6) 2014 for lenses to be removed and replaced.